Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, opening crack, wear abrasion, delamination, crease fold. Leak test was performed and found opening on anterior and opening crack on diaphragm valve, delamination of the diaphragm valve. A microscopic analysis was performed which identify opening crack, opening striate on radius side, delamination of the diaphragm valve. Based on the device analysis the final assessment is: a striate opening on radius assessed as surgical damage. A crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. Delamination of the diaphragm valve assessed as adhesive failure.

Event description:
The device has been explanted.